Event description:
An electronic report was rec'd from a hemodialysis user facility who has reported the syringe tubing on the arterial chamber became detached from the chamber during a pt treatment. The facility was contacted. It was learned that for this event, at the start of a dialysis treatment, the separation occurred. An estimated blood loss of less than 200 ml was reported by the initial reporter. The treatment was discontinued and a new arterial bloodline was set up and the dialysis therapy was resumed. This pt did receive prescribed dialysis therapy. The pt was then discharged to home once the dialysis therapy was completed as ordered. The facility discarded the bloodline. There is no report of pt injury or ill effect from this event.